Event description:
New instruments received out of the packaging with brown rust like staining and black spots when unpackaged. These are brand new instruments out of the box prior to processing upon arrival to the facility.